Event description:
Faulty ventricular lead identified during surgery to correct and reposition an atrial lead six days post-insertion for third degree heart block. Device decontaminated and given to the medtronic rep in the or (per the or report); separate report written to the company to report lead failure on 7/21/97.